Event description:
It was reported that an asymptomatic patient presented via a merlin at home transmission showing non-sustained lead noise due to post-paced t-wave oversensing on the near-field channel. Programming changes were recommended. No changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.